Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with mentor memorygel, 190cc breast implant has experienced left-sided rupture post procedure. The patient was diagnosed virtually. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on april 29, 2022 indicated that the date of removal updated to (B)(6)2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicating that the patient underwent removal on (B)(6) 2022. Date of implantation was on (B)(6) 2017. Right side was deflated not the left side as it was reported initially. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 06 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 190cc breast implant was found to be ruptured. Additionally, a crease was observed on the edges of the rupture. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Follow up 2 missed reporting that the patient underwent bilateral replacements as follow: l/ cat#: 3507130mc, sn#: (B)(6) r/ cat#: 3507130mc, sn#: (B)(6).

Manufacturer narrative:
Additional information received on april 19, 2022 indicated that the date of implantation was on (B)(6) 2017. Patient previous event reported in: manufacturer report number: 1645337-2019-21677. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up #4 missed reporting that the patient underwent bilateral replacements with new silicone, round moderate profile size 130cc on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation for the right side completed on july 02, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Note: please see patients left side event in manufacturer report number 1645337-2022-02351. Manufacturer¿s reference number: (B)(4).